Event description:
It was reported that the pump touchscreen was having issues with responding, there was no reported adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.